Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins could not be charged anymore. There was no charging signal available (no black boxes). As a result, the patient was not using the ins and the pain returned. The issue occurred in (B)(6) 2017. A surgical intervention occurred to "replace the ins less deeper" and just under the skin. Correct charging (6-7 black boxes) was confirmed following the intervention. On the (B)(6), the patient was able to "recharge 100% of the ins". No further patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported the factors that contributed to the recharging issues in may 2017 was that the ins was too deep.